Event description:
It was reported that the 7700 sys had poor image quality and the printer was printing mirror images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The printer configuration changed and the monitors contrast and brightness were adjusted during the service call. The sys was tested and found to be working as intended and put back into service.